Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device revealed codes 1003 and 1007. The caller stated the charge time was 45 seconds. A boston scientific technical consultant stated the device files could be sent in for review. The caller will discuss the issues with the patient's physician. No adverse patient effects were reported.